Manufacturer narrative:
Device passed the displacement test. Device received with unresponsive keypad at the "back" and "left" buttons and intermittent responsiveness from the rest of the buttons. Keypad unresponsiveness isolated to the pump casing or keypad. Unable to perform the self test due to unresponsive keypad. Device received with serial number label missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that keys were not working. Customer¿s blood glucose was 126 mg/dl. Customer stated that return key and left arrow, states sn was missing from when looking for it. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.